Event description:
It was reported that the arctic sun device was sent down for not cooling. Customer was going to run a calibration and see if it passed. Per email response received on 05dec2022 and work order update, tech support spoke with biomed after they ran calibration, biomed ran calibration with no issues. Device returned to floor. No patient involvement was reported. Per additional information received on 10jan2023, the device was returned to depot. An email was sent to request further information as to why the device had to be returned after it was stated on (B)(6) 2022 that the device passed calibration and was returned to the floor. Per email response on 10jan2023, tech support stated that customer decided not to send the device back to floor after all and decided to send the device in for 2k pm hour maintenance as recommended. Per sample evaluation results received on 01feb2023, the root cause of the inability to cool was determined to be a failing circulation pump. The commanded patient temperature could not be met. Inlet temperature (t3, returning patient water temperature) was showing increasing temperature with the circulation pump at 100 percentage. Outlet monitor temperature (t1) and outlet control temperature (t2) temperatures however were correct for the commanded tank temperature. There were several low flow alerts noted throughout the same data. The circulation pump motor had worn out bearings. Double bend tube and chiller evaporator outlet tube were found expanded during servicing. There were several low flow alerts noted throughout the same data. Flowmeter was replaced due to low flow readings post repair.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a weak circulation pump. Confirmed through patient data the device was not cooling the patient. The commanded patient temperature could not be met. T3 (returning patient water temp) was showing increasing temperature with the circulation pump at 100%. T1 and t2 temperatures however were correct for the commanded tank temperature. There were several low flow alerts noted throughout the same data. Circulation pump was serviced during pm process. Circulation pump motor had worn out bearings. Double bend tube and chiller evaporator outlet tube were found expanded during servicing. Flowmeter was replaced due to low flow readings post repair. The device underwent pm servicing while in for repair. Circulation pump motor was replaced. Double bend tube and chiller evaporator outlet tube was replaced. Flow meter was replaced. Serviced mixing pump, replaced heater, and replacing both manifold o-rings and drain valves. Upgrades completed included replacing the control panel coin cell due to age. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The did not meet specifications and was influenced by the reported failure. The device was not in use on a device patient. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was sent down for not cooling. Customer was going to run a calibration and see if it passed. Per email response received on 05-dec-2022 and work order update, tech support spoke with biomed after they ran calibration, biomed ran calibration with no issues. Device returned to floor. No patient involvement was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.